Event description:
The customer reported that while the iabp was in use of a pt, the iabp would not display pressure. Customer switched the iabp pressure cable operation for augmentation for pumping. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. To accommodate the customer request, the company rep evaluated the fiber optic operation and no faults were logged. The iabp was tested to factory spec. It functioned normally and was returned to the (B)(4).